Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. Date of issue is an approximation. The patient visited their doctor and stated they did not receive an alarm when their blood glucose was below 30-40mg/dl. Further contact was made with the patient on (B)(6) 2018 and the patient mentioned that she passed out and was unconscious. The patient did not wish to provide further event details. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.